Manufacturer narrative:
Complaint confirmed. The evaluation confirmed the screw had broken at about the fourth thread from the proximal end. The tip was not received. The broken end was flattened and misshapen and there was an additional crack across the thread proximal to the break. Dimensional testing could not be performed due condition of the returned device. This type of damage is typically caused by not inserting the implant co-axial to the bone tunnel, prying or leveraging while still loaded, improper bone preparation or flexing the joint during insertion.

Event description:
It was reported that during a deepening tracheloplasty with mpfl procedure, the gracilis tendon was fixed femorally in the tunnel with a bio interference screw (tapered tip, 6 x 23 mm). When screwing in, part of the screw has broken off. The front part is still in the patient and, according to the doctor, offers sufficient stability to fix the tendon. The other part of the broken screw is retrieved. Surgery was completed successfully with the same device because surgeon confirms that it has enough fixation. According to the surgeon there was no harm for patient, user or third party.